Event description:
Customer reported via phone, the batteries are only lasting one to three days and sometimes they last a week. Customer inserts new batteries and the insulin pump will alarm low batteries. Customer stated maybe once she inserted the battery backwards. Alarm history was checked an multiple battery alarms were noted. Customer requested for the insulin to be replaced.

Manufacturer narrative:
The insulin pump powered up properly after the battery was installed and operating currents were within specification. The device was monitored and no off no power indicator, weak battery alert, low battery alert noted, or no failed battery test alarm noted. The device had corroded battery tube, minor scratches on lcd window, cracked case at display window corners, and cracked belt clip slot.